Manufacturer narrative:
The previously reported aware date was incorrect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (40mcg/ml at 27.759mcg/day) and bupivacaine (25mg/ml at 17.35mg/day) via intrathecal infusion pump for spinal pain. It was reported that the patient was in for a normal refill and there was a larger volume discrepancy than they had before. It was reported they expected 7.6 ml and the actual volume was 11 ml. This was calculated to be a 10.5% accuracy and was technically within spec. It was stated that the last two refills had about a 2 ml volume discrepancy and the refill in (B)(6) they had about a 0.5 ml discrepancy. The hcp didn't seem concerned since it was still in spec but stated they would monitor if the discrepancy kept getting larger during future refills. It was also reported that the patient had an increase in pain during the last 6 weeks and needed to use all their boluses. It was clarified the patient¿s previous managing physician had been programming the pump with higher concentrations and doses to a point where the patient couldn't remember how they got home from their refills. It was stated that the current managing hcp was decreasing the concentration and doses. It was stated that they believe all of this is related to the amount of medication and not the pump/therapy. It was stated the hcp ordered x-rays to see if something else was going on. No further complications were reported. Additional information was received on (B)(6) 2020 from a healthcare professional who reported that at each refill they noted the actual versus expected volume. On (B)(6) 2020 there was a 0.5 ml difference (8.6 ml expected, 9.1 ml actual). On (B)(6) 2020, 6.1 ml expected and 4.1 ml actual. On (B)(6) 2020, 6.1 ml expected and 8.2 ml actual. On (B)(6) 2020, 7.6 ml expected and 11 ml actual. With regards to clarifying the report that the patient¿s symptoms were due to the amount of medication and not the pump/therapy, the hcp noted that this had been reported prior to coming to their office. The patient would have a refill and forget how to get home so came to their office to explore a second opinion. The results from the lumbosacral x-rays (later views) noted ¿no anterior or posterior listhesis with flexion or extension noted¿. The cause of the volume discrepancies had not yet been determined. They were recommending a rotor check, so the patient was to follow-up with another physician in early september as they would perform that. The patient was informed that he should go to the ER (emergency room) if he had any signs or symptoms of overdose or withdrawal. The clinic notes from (B)(6) 2020 noted that the patient¿s reason for the appointment was a pump refill. The history of present illness noted that the patient¿s main issue was pain in the very low back which he described as more mechanical pain in the low back area without any significant radicular symptoms. The pain was constant. He denied any recent trauma or falls. He felt that the pain was getting worse over the last 6 weeks. There were ¿no red flag symptoms¿. The pump was refilled, and the next pump refill was scheduled for (B)(6) 2020. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider indicated that they continue to see volume discrepancies at pump refills for this patient. Over the past several refills they have been off by 4.7, 5.1, 5.1, 4.4 and today 6.1 ml. Today they were expecting 10.4 ml and got back 16.5 ml and the patient's pain level was "5 to 8, 9, 10". The caller stated that they have not yet done any diagnostics on the catheter.